Event description:
It was reported by the customer that on (B)(6) 2011 the fiber cap detached inside of the pt at 5,877 joules. Also, it was reported that the fiber cap was retrieved. No pt injury was reported.